Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73f1800734 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the trigger was pressed, and the clip did not load, 1 or 2 did load but both fell out at end of the clip. Reloading of clips is jamming on both devices.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and its rotation tab bent. A clip was partially loaded incorrectly and was stuck in the bent rotation tab. The returned sample appears used as there is biological material present on the device. First, the partially loaded clip was manually removed , and the trigger cycle was completed. Upon completion of the trigger cycle, a closed clip fell out of the channel. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The next clip was unable to properly load into the jaws. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. It was also found that the proximal end of the feeder was slightly bent. The sample was received with 10 clips remaining, including the partially loaded clip, indicating that 5 clips were fired by the end user. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Although the root cause of this complaint issue could not be determined, a non-conformance has been opened to further investigate the clip stacking issue. The reported complaint of "jamming" was confirmed based upon the sample received. One device was returned with 10 clips remaining, including the partially loaded clip, indicating that 5 clips were fired by the end user. Upon functional inspection, the first clip was unable to properly load. The sample was disassembled , and it was found that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A non-conformance has been opened to further investigate this issue.

Event description:
It was reported that the trigger was pressed, and the clip did not load, 1 or 2 did load but both fell out at end of the clip. Reloading of clips is jamming on both devices.